Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and found no non-conformances during the build. Because it was not returned, mmdg has been unable to investigate or confirm the complaint.

Event description:
The initial reporter states that "when she presses run the bag isn't infusing anything". Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. (B)(4).